Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 240903. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were tested with a laboratory vial (plastic stopper) and no difficulties were observed. The needles were then microscopically examined and no particles from vial stopper fragmentation were found in any of the retained samples. All of the retained samples were also found to have well-formed bevels. Although the provided feedback indicates an issue of coring effect, the investigation results did not identify any potential manufacturing related cause for such an event. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. Blunt needle (such as this product) should penetrate the stopper at a ninety-degree angle to minimize the risk of coring. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd conventional needles; needle coring the stopper. The following information was provided by the initial reporter, translated from spanish to english: insertion of the needle contaminates the collected sample. Could you please provide a detailed description of the event? When the needle is inserted into the rubber vial, particles are released into the vial. Was the device being used on/with the patient when the problem occurred? No. Was there any damage to the patient or the user? If yes, please give details. No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.